Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had suddenly experienced pain on the flank and middle back on the l side. The pain was similar to the pain she had before she was implanted. The patient also did not feel any stimulation today, the patient check their patient programmer and it showed stimulation was on. The patient was able to use the patient programmer to increase stimulation and was able to feel stimulation again and said stimulation felt good. The patient stated they will stay in group a on program and increase if needed. It was reviewed that there are other programs the patient can use. No further complications were reported.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that she had been having trouble with back and it was killing her. The patient reported that she went to her healthcare provider (hcp) on the day of the call and suggested she call. The patient reported that she had such bad pain and couldn¿t take narcotics at work. The patient reported that she wanted help using the patient programmer (pp) to adjust stimulation. The patient reported that a had not been working for her the last week or 2 days. The patient reported that she had to do bending and lifting for her work and didn¿t get much relief. The patient reported that she was on a and increased on program 2 to 3.60. The patient tried b and increased to 2.35 then wanted to try d. The patient reported that she could feel d at 1.95 on the left where she needed it and wanted to leave it there. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.